Event description:
It was reported that a clearlink duo-vent set had tubing becoming separated at the y-sites. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).the actual device was not received. However, a photograph of the device was available for evaluation. Inpsection of the photograph identified that the y-site with the tubing had separated from the inlet port. This confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.